Event description:
It was reported that a user experienced recurrent insulin delivery interruption characterized by occlusion alarms and partial infusions across multiple contact detach infusion sets, with one documented occlusion event that lasted for a prolonged period and with approximately 400 mg/dl during some episodes which was resolved after supply change. The user confirmed standard priming and observed drops before insertion, and the agent provided troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of pump history and real-time troubleshooting guidance to evaluate potential delivery blockage, air in line, or pressure backup. Investigation of this case revealed an occlusion event recorded in device history and recurrent delivery blockage consistent with infusion set or line obstruction, with resolution after changing supplies and without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was infusion line occlusion likely related to infusion set or tubing obstruction.

Manufacturer narrative:
Initial.